Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was separated between white twist sleeve and the light blue main body. This issue was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with naked eye noted that the occluder feet were cracked/broken on the light blue main body. There was presence of brownish/yellowish staining on the threads of the main body. The reported condition was verified. The cause of the crack/broken occluder feet could not be determined; however, the damage is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.